Manufacturer narrative:
The received device had the cannula assembly fully deployed and the adhesive pad attached to the bottom housing. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A root cause for the reported dislodged cannula could not be determined. Inspection of the adhesive pad and adhesive pad welds did not find any damages or deficiencies. A root cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod for less than an hour on the hip/buttocks area. Corrections were given using the pod (total of 6.3 units) but the bg levels did not decrease. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.